Manufacturer narrative:
Initial and final (B)(4)- device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion set cannula was crimped on 25-jun-2024 after 3 or more hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Infusion set has been used for 3 - 4 hours. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 300-400 mg/dl. Customer replaced infusion set and resumed insulin successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.